Event description:
Please refer to initial MFR. Report #9611500-2019-00067.

Manufacturer narrative:
The device is maintained by the user facility under sole responsibility. The users were seeking dräger's assistance after the event and provided the device log file capturing the period in question. The recorded error codes indicate that the software detected several consecutive motor encoder check errors i.e. Deviations between expected and measured ventilator piston position. The reported shut down of automatic ventilation can be confirmed; the user is being alerted to this condition by means of a corresponding alarm. Dräger recommended to replace the motor and the encoder system and requested the replaced parts for analysis. Several attempts were made to obtain further information from the user but this remained unsuccessful; no parts were returned and the actual device status is unknown. The motor is subject to wear and tear and specified for a life time of ten years - in reflection of the device age (>12 years) it would be a likely explanation that the motor is worn. However - a more detailed evaluation than the initial expertise was not possible and a reliable conclusion in regard to the exact root cause can't be made.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported at the end of a case, while switching to vent mode, the apollo unit had a vent failure. There was no patient injury.